Event description:
The patient's sternum was closed with size 5 steel. Approximately 4 weeks later the patient experienced a separation of the sternum. No additional information has been made available.